Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the double spinous process clamp was damaged. There was no patient present when this issue was identified.